Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5146036, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a trial procedure, the physician ripped the lead and the contacts were stucked in the epidural space. The trial was aborted and the lead was left in the patients body per physicians preference.